Event description:
It was reported that the patient presented to the clinic for a routine follow-up experiencing phrenic nerve stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient was in stable condition and would continue to be monitored.